Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced f1,c3 on motor control board assy was short cause won't power up. The proximate cause of the reported issue was due to electrical failure of the fuseblock. A review of the device history record for sn (B)(4) was performed from 10/23/2019 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.